Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 02/15/2012 by fax and mail. A completed questionnaire was received on 02/16/2012. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to an unexpected refractive outcome. The lens was exchanged for the same model, different power lens. In a follow up, the surgeon reported the lens was exchanged due to anisometropia. The event resolved following the lens exchange. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.